Event description:
It was reported that a patient presented in clinic for follow-up. Upon interrogation, the pulse generator was in back-up vvi mode. A device download was performed successfully. The patient was fine post intervention.